Event description:
It was reported that the patient was admitted to the intensive care unit while waiting for mentation status to improve. Continuous pulsatility index (pi) events were noted. The event log files captures 2 low flow events and several low flow flags on (B)(6) 2024.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted to the intensive care unit while waiting for mentation status to improve. The patient had waning and waxing mentation with ongoing altered mental status. No neurologic event was diagnosed. It was noted that the patient had a fever leading up to the mentation issue. An electroencephalogram (eeg), head computed tomography (CT), and labs were performed. The cause of the patient's altered mental status was determined to be multifactorial encephalopathy. The patient was given conservative management. It was also noted that the patient had no mentation issues before pump implantation. Continuous pulsatility index (pi) events were noted. The event log files captures 2 low flow events and several low flow flags on (B)(6) 2024. The cause of the low flows was assumed to be hypertension. The alarms resolved. There were no patient symptoms at the time of the alarms.

Manufacturer narrative:
Section d1: corrected. Section d4: corrected catalog number and primary UDI. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas (left ventricular assist system), serial (B)(6) , and the reported events cannot be conclusively determined. Low flow alarms were confirmed via the evaluation of the log files provided by the account; however, a specific cause for the alarms could not be conclusively determined through this investigation. The controller event log file contained events spanning from 27mar2024 to 28mar2024. A total of 2 low flow alarms were captured on 28mar2024 due to the estimated pump flow being calculated below the low flow threshold of 2.5 lpm (liters per minute). Each of the events occurred when pi was elevated. No other notable alarms or unusual events were captured, and the pump operated as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) , and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C contains the following information: section 1, ¿introduction,¿ outlines potential adverse events, including hypertension, that may be associated with the sue of the heartmate 3 left ventricular assist system. This section explains that when the left ventricle contracts, the increase in ventricular pressure causes an increase in pump flow during cardiac systole. The magnitude of these flow pulses are measured and averaged over 15-second intervals to produce a ¿pulsatility index¿ (occasionally shortened to ¿pi¿ for on-screen messages). The pi calculation represents cardiac pulsatility. Pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Section 4, ¿system monitor,¿ outlines all system monitor operations and alarm messages. This section explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ outlines all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.